Manufacturer narrative:
The reported events were lead dislodgement and high capture thresholds. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high capture thresholds. The patient was brought into clinic and it was discovered that the rv lead was dislodged via fluoroscopy. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.